Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/26/2016 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. During the investigation, the pump¿s ¿ez-prime¿ steps were performed correctly and no errors, alarms or warnings occurred during the investigation. The initial complaint about a ¿call service alarm¿ was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).